Event description:
It was reported that day after the implant while the patient was still hospitalized, it was discovered that the right ventricular lead had moved. The lead was repositioned in a different location. After the repositioning, the lead could not be screwed into the port. After a few unsuccessful attempts, the physician requested a new device. The device was explanted and replaced during that procedure. No patient complications have been reported as a result of this event.